Manufacturer narrative:
This supplemental report is being submitted to provide to correct ¿b5¿ and ¿g3¿ in the initial report. The description of "b5 " was ¿during the incoming inspection for repair at olympus medical systems india (omsi)¿, not ¿during unspecified timing¿. The date of "g3 " was ¿jul 8, 2021¿, not ¿jul 6, 2021¿.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the examination lamp didn¿t light up and the emergency lamp lit up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the igniter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomena were attributed to the failure of the ignition unit due to the aging deterioration by repeatedly long-term use because over ten years had passed from the subject device had been manufactured.